Manufacturer narrative:
(B)(4). The lot was manufactured from march 6, 2013 to march 7, 2013. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. It was reported the infusor was filled with 96 ml of fluorouracil to be infused over 48 hours. After 96 hours, approximately 10 to15 ml still remained in the infusor. The incident occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.